Event description:
I have been buying sunstar gum proxabrush for a few months. In the last couple of months , while using them, the bristles are coming off the handle while using this on my teeth! One time I had a very difficult time getting it out of my tooth. This should not be, as it could cause damage to my gums. I do not twist them or bend them in any way that would cause that. For the price of these, this should not be happening.